Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels at night (ranging from 20-43 mg/dl). Reportedly, the customer naturally experiences a low blood glucose (bg) levels and is insulin sensitive. Glucose and snacks were consumed to treat bg level.